Manufacturer narrative:
(B)(4). Device evaluation: the issue of the guide wire separating during use was confirmed. One guide wire was returned. Visual examination revealed the guide wire is partially unraveled with numerous kinks/bends over the entire length. The distal weld and an indeterminate length of coil wire were missing from the distal end. Microscopic examination revealed discoloration and necking at the distal end of the core wire, consistent with proximity to a weld. The core wire was also found broken adjacent to the proximal weld with the proximal weld remaining attached to the coil wire. The guide wire drawing specifies a length of 683 +/- 5 mm and a diameter of .838/.877 mm. The length of the core wire was found to be consistent with the drawing indicating that no pieces of the core wire are missing. The diameter of the guide wire measured 0.854 mm. A device history record review was performed and did not reveal any manufacturing related issues. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, operational context caused or contributed to the event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter broke during use leaving fragments in the thigh of the patient. An intervention was required using ultrasound to remove the remaining fragment in the patient.